Event description:
Patient reported she needs a piece replaced on her vios lc aerosol delivery system. The flap will not stay down and cup needs to be replaced. She stated the machine works fine it's just that piece. No missed doses or adverse events reported. Lot number and expiration date are unknown. No further information provided. Indication: chronic obstructive pulmonary disease with (acute) exacerbation.